Event description:
The user facility reports one incident of a leak between the arterial tubing and the arterial chamber. Staff noticed this blood leak 1 hour, 20 minutes into treatment. The arterial line was discarded and a new arterial portion set up to complete treatment. Ebl=200-250cc. No pt injury or need for medical intervention is reported. The actual complaint sample was discarded at the time of the incident.